Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fridge failure. The field service engineer verified operation in diagnostics, no issues identified during testing. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge drawer failed. Have fixed it multiple times but it keeps failing again. The customer stated that the malfunction occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.